Event description:
On (B)(4) 2012, customer reported that the cap piercer, on the dxc 600 pro instrument, was leaking around the blade and wick. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that fluid was leaking from the shower wash seal, due to a cut in the seal. Fse replaced the cap piercer assembly, and this resolved the issue. Repairs were verified through established procedures.

Manufacturer narrative:
(B)(4).